Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that during placement of the catheter, the extension line of the distal lumen came off from the injection hub. The user found a crack on the extension line, which seemed to cause the issue. The catheter was removed and replaced with a new one.no harm to the patient occurred.

Manufacturer narrative:
(B)(4). The customer returned one 3-l cvc for evaluation. Visual inspection revealed the distal extension line had become separated just adjacent to the luer hub. Remnants of the extension line were found inside the luer hub. The points of separation were rough and jagged, consistent with undue force being applied to the extension line. The inner diameter of the distal extension line measured 0.057", or 1.4478 mm, which is within specifications of 1.42-1.50 mm per extension line extrusion graphic. The outer diameter of the distal extension line measured 2.161 mm which is within specifications of 2.13-2.21 mm per extension line extrusion graphic. This indicates that the wall thickness measured within specifications. The proximal and medial extension lines were flushed using a lab inventory syringe to ensure there were no blockages. The distal end of the catheter was then clamped, and a water-filled lab inventory syringe pressurized each remaining line. No leaks were detected in the proximal or medial extension lines. A manual tug test confirmed the proximal and medial extension lines were fully secured within the luer hubs. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested." The report of an extension line/luer hub separation was confirmed through the complaint investigation. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. The extension line met all relevant dimensional requirements and a device history record review did not reveal any relevant findings. The separation points were jagged, consistent with undue force. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that during placement of the catheter, the extension line of the distal lumen came off from the injection hub. The user found a crack on the extension line, which seemed to cause the issue. The catheter was removed and replaced with a new one. No harm to the patient occurred.